Event description:
It was reported that the telescope "ultra", 4 mm, 0° had a broken component. The issue occurred during reprocessing for an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported damaged device issue was found to be damage to the distal tip and optical system as a result of impact force due to the device being dropped by the user during transportation. The root cause of the damage was determined to be user handling/mishandling. Olympus will continue to monitor field performance for this device.